Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported end of service on the device "tripped due to excessive charge time." The device was at elective replacement indicator (eri) status when this occurred. It was also reported the clinic did not receive the remote monitor transmission and had been monitoring the recommended replacement battery voltage. The device was removed and replaced. The status of the monitor is not known at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed that the device incurred charge time out (cto)s with the original device battery. The device could provide a 35 joule (j)charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.